Event description:
It was reported that the devices were used during a low anterior resection procedure. It was reported by the affiliate that the staples were malformed. A new device was used to complete the case. There was no pt consequence.